Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-apr-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (3 mg/ml at 0.3994 mg/day; max dose per day including ptm use 0.5982 mg/day) via an implanted pump. It was reported that the catheter was accidentally cut while attempting to remove the pump during the pump replacement procedure. The existing catheter measured 111.3 cm. After measuring, it was determined that 30 cm was the length removed making the existing length 81.3 cm. They then cut 42.5 cm from a 73.7 cm pump segment replacement kit, meaning that 31.2 cm was added to the existing catheter. The revised catheter was 81.3 cm plus 31.2 cm making the final length 112.5 cm with a volume of 0.2475 ml. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.